Event description:
Reporter is an rn who teaches student nurses how to use blood glucose meters. During a teaching situation, volunteering at a local church, an indigent man came in and after testing his blood glucose level the reporter said she received the er1 message. Reporter stated she retested and received a "hi" indicator this time. Reporter stated that this person they were testing said he was feeling dizzy and extremely hungry. Concurrently, the homeless man said he hadn't taken his insulin from the day before as he lacked a needle. Reporter said she had none and advised him to seek attention at a medical facility as soon as possible. The indigent's wife was with him and she had agreed to see that he got to a medical facility. Reporter does not know if they took her advice and if they did, where he might have gone and what the results were. Reporter stated that she has not seen the er1 message at any other time.